Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that the imaging system was not interfacing with the navigation system. A full system checkout was performed and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that a message appeared ¿critical battery voltage¿. After the site performed a fluoro calibration the message appeared and the system automatically shutdown. No patient was present at time of the event.